Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via a journal article review, specific to product explant post thoracic trauma. This patient presented with a thoracic lesion, with pocket erosion and slight exposure of the device can, which subsequently became infected. A curative strategy that included a first aid of the pocket, a generator evaluation (including a system functioning and diagnostic evaluation) and an antimicrobial administration was completed. Due to the patients improved cardiac function and the absence of arrhythmic episodes, it was decided to explant the device without re-implantation. The procedure was easily performed without complications. The journal author was contacted for specific model and serial number information however was unresponsive.